Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose was 867 mg/dl at the time of incident. The customer's spouse stated that the emergency medical services came to treat the high blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.